Event description:
It was reported that, "the tibial augment half block would not lock down properly."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.